Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4)) displayed a mid:14 (bg power supply) error message" was confirmed during the event log review and functional testing. The root cause of the reported complaint was a defective power supply, as a result of normal wear and tear. The thermogard console was manufactured in october 2013, and it is almost 7 years old, having exceeded its expected service life of 5 years. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Event log data review was performed and revealed multiple mid:14 (bg power supply) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. The thermogard console failed the initial functional testing due to the mid:14 error message displayed upon powering up the console. Therefore, the customer's reported complaint was confirmed. During testing, the input/output printed circuit board (I/o pcb) was replaced, but the issue was not resolved. Further investigation revealed that the root cause of the mid:14 error message was the defective power supply, which needs to be replaced to remedy the fault. Service will not be performed at this time as the customer has not yet decided to whether repair or discard the console. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the cooling phase of the ivtm therapy, the thermogard console (sn: (B)(4)) displayed mid:14 (bg power supply) error message. An on-site biomed rebooted the system to troubleshoot; however, the issue was not resolved. The treatment was continued using an alternative method. No consequences or impact to the patient.

Manufacturer narrative:
Further investigation of the thermogard console (sn: (B)(6) was performed at zoll san jose. Based on the investigation findings, the root cause of the reported mid:14 (bg power supply) error message, which was confirmed during functional testing and event log review, was the defective danfoss module controller (ce), as a result of normal wear and tear. The thermogard console was manufactured in october 2013, and it is 7 years old, having exceeded its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, it was observed that the white rollers were worn out and the pump lid bumpers were cracked. The root cause of the observed physical damages could be due to user mishandling and/or due to normal wear and tear. The white rollers and pump lid bumpers were replaced to address the issues. Investigation revealed that there was a short circuit on the 24vdc input of the danfoss module controller, which connects the power supply to the danfoss module. The defective danfoss module controller (ce) was replaced to remedy the fault. Furthermore, the customer requested the power supply to be replaced as a precautionary preventive measure considering the age of the thermogard console. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error.